Event description:
It was reported that the gastrointestinal videoscope displayed noisy image. The issue occurred during reprocessing and no patient involvement was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.